Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was reported to have occurred for (B)(4). Data investigation confirmed a failed transmitter error on (B)(6) 2017 for (B)(4). A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review show a transmitter error on the issue date. The complaint was confirmed because a transmitter error alert in the cloud data. The reported event of a failed transmitter error was confirmed. The root cause could not be determined.